Manufacturer narrative:
Qn# (B)(4). The customer returned a two-lumen catheter and a swg for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire contained one slight bend near the j-bend and the j-bend was misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds are secure and intact. The kink near the j-bend measured 30mm from the distal weld. The guide wire length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.800 mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The returned catheter was functionally tested with the returned catheter based on simulated use per the instructions for use provided with this product: "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The catheter was advanced over the guide wire with minimal resistance and functioned as expected. A manual tug test confirmed that the distal and proximal welds were secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon two lot numbers from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed one bend on the guide wire near the j-bend. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed on two potential lot numbers with no relevant findings to suggest a manufacturing related issue. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure, the physician found the guidewire bent on the j-tip area and could not use it. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure, the physician found the guidewire bent on the j-tip area and could not use it. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.